Event description:
Information was received from a patient regarding an external device. The reason for call was patient said the recharger had been messed up since they got it, as they'd had trouble charging since the beginning, but recently the recharger was starting to "short out" on them and said they were having a hard time keeping a connection when charging the implanted neurostimulator. Patient also said the relay box on the recharger was getting warm and was slowly getting to where they can't charge very fast. No symptoms were reported. Patient called back and stated that they were advised to call back once serial number was available. Patient stated that the recharger was getting hot and added that ever since the pad has been torn and the "webbing" hurts them. A request was sent to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called in stating they received the new recharger but the plug has a damaged. They also stated it was working but has this damage. The patient also said they asked for a belt but didn't receive, it was damage. The patient's recharger was no available during the call. Patient will call back once they have their recharger for the serial number .agent sent a request to repair to replace the recharging belt.